Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5 13.2, -09.50 diopter, implantable collamer lens into the patient's left eye (os). The lens was removed and replaced on (B)(6) 2019 for a longer length lens due to low vault. This resolved the problem. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H3 - device evaluation: lens returned in a micro centrifuge vial with moisture on the lens. Visual inspection found the optic and haptic torn. Claim#: (B)(4).

Manufacturer narrative:
Additional information: b5- "the reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2, -09.50 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2019. The lens was removed and replaced on (B)(6) 2019 for a longer length lens due to low vault. This resolved the problem. The cause of the event is reported as "sizing error". Claim# (B)(4).

Manufacturer narrative:
Corrected data: b1- "adverse event" should be in MDR supp #1. B2- "required intervention" should be in MDR supp #1. B3- "03-dec-2019" should be in MDR supp #1. H6- patient code 2692 should be corrected to 4629- secondary surgical intervention: lens exchange. Claim# (B)(4).